Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-260 mg/dl). The customer thought that the pump was not delivering insulin. A pump system check was performed on two different days and no device issues were found. The customer reverted to using a non-tandem pump to manage diabetes.